Event description:
A report was received that a patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation due to lead migration, which was confirmed by x-ray. The patient underwent a revision procedure wherein the physician repositioned the existing lead. The patient was reportedly doing well post operatively

Event description:
A report was received that a patient will undergo a revision procedure for an unknown reason.